Event description:
A 3.0 mm diameter x 18 mm length endeavor mxii coronary stent system was inserted into a pt for the treatment of a distal rca lesion. The vessel morphology was reported to be moderate calcification, moderate tortuosity, 120 degree turn where they were trying to advance the stent and the stenosis was 90 percent. It was reported that the physician was using excessive force with short passes with the touhy borst adapter completely open, to get the stent around the 120 degree angulated vessel. The stent was just proximal to the intended lesion site when the stent delivery catheter broke in two pieces outside the pt. The physician was able to grab the end of the catheter and remove the device from the pt. The physician than attempted with another MFR's otw stent and was still unable to cross the lesion. The procedure was ended without intervention. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
The mxii shaft was broken and detached at 20.7 cm distal to the strain relief. The stent was located between the balloon pillows and the inner shaft marker bands of the uninflated balloon. The tip was slightly damaged. The proximal pillow was slightly bunched. Due to the difficult pt lesion morphology, excessive force was most likely used whilst advancing the device towards the lesion, most likely resulting in the kink and subsequent shaft breakage. Results: pt's condition affected effectiveness of device (moderate calcification, moderate tortuosity and 90 percent stenosis). Incorrect technique/procedure (excessive force while advancing the stent delivery system). Conclusion: device failure/lack of effectiveness related to pt condition (moderate calcification, moderate tortuosity and 90 percent stenosis). Device failure related to user handling (excessive force while advancing the stent delivery system).